Event description:
Customer reported via phone call that the screen on the insulin pump is blurry. Customer stated that the insulin pump is working but is not able to see the display. Customer also reported that the insulin pump was alarming check settings. Alarm did not occur during the first rewind or after setting the time and date. Customer was assisted with rewinding, setting time/date and completing the selftest. Blood glucose value was 250 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No cloudy or blurry display was noted. The date and time was programmed and monitored for 24 hours and no check settings alarm was noted. The insulin pump passed the self test and the displacement test. The insulin pump had a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.